Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient was admitted to the hospital due to complications of the j tube. It was reported that there was a substance that would have adhered to the tip (of the j tube) which has formed a ball (bezoar). This contracted the intestines like an accordion, which resulted in abdominal complaints which may have caused internal ulceration (which was not certain). On (B)(6) 2020, the j tube was removed and replaced successful on (B)(6) 2020.